Event description:
It was reported that an ilet insulin pump generated repeated ¿restart 38¿ alerts indicating consecutive stalled motor activity, and the device was determined to be not functioning properly, requiring replacement; the user was instructed to charge, restart, complete a dry run, shut down the device to avoid further alerts, use backup therapy since insulin delivery and meal announcements were unreliable, and continue cgm with dexcom as needed. Symptoms included no reported adverse clinical effects or changes in blood glucose. Outcomes included replacement of the pump and provision of a return shipping label. Investigation included troubleshooting and education, review of device performance based on reported alarms, and receipt and inspection of the returned device. Investigation of this case revealed a suspected motor stall malfunction of the insulin delivery mechanism, consistent with the reported consecutive stalled motor alerts indicating a device mechanical or component performance issue. It was concluded, based on previously established findings for similar reports, that the cause was an internal device¿component¿failure of the pump motor assembly.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.